Event description:
It was reported the customer received the following results, with two different guide meters, within 10 minutes: 80 mg/dl (system 1) and 180 mg/dl (system 2). No adverse event reported. The same test strip lot number was used for both meters and results. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.